Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information to date after calls to customer 06/13/24 and 06/17/24. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in system shutdown resulting in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.